Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received identified that surgical intervention was done at the anchor site (related manufacturer reference number 1627487-2021-15234, 1627487-2021-15233) resolving the issue. Surgery was not performed at the ipg site.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain and discomfort at the ipg site. Surgical intervention may take place to address the issue.